Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks and corrosion in the battery compartment, and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery cap threads were stripped. Unable to tighten battery cap on pump, cap continued to spin. Attempted a test cap test cap would not fully tighten. Threads in battery compartment were also stripped. The battery compartment was corroded. The battery compartment was cracked in multiple places. One crack was from the threads to the case seal. There was a second large crack at the threads. Opened pump and removed from case. There was no further moisture egress into the internal component section of the pump. Unable to power up pump and complete investigation. Unable to download the black box and history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.